Manufacturer narrative:
D10: (B)(6) - 314-13-34 - equinoxe cage glenoid l, post aug, right. (B)(6) - 310-01-50 - equinoxe, humeral head short, 50mm (beta). (B)(6) - 300-10-45 - equinoxe replicator plate 4.5mm o/s. (B)(6) - 315-35-00 - glnd kwire. (B)(6) - 300-01-12 - equinoxe humeral stem primary press fit 12mm. (B)(6) - 315-35-00 - glnd kwire. (B)(6) - 300-20-02 - equinox square torque define screw drive kit. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-00005. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 60 months after a left total shoulder replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, discomfort, inflammation, impaired range of motion; component part loosening; soft tissue damage and bone loss. No further issues or complications were reported. No additional information is available.